Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (s korea) underwent a scs trial, however, during intraoperative testing the patient did not feel any stimulation. A diagnostic testing revealed some of the lead contacts with high impedances. The lead was removed and a different model lead was placed which resolved the issue. The procedure was extended, which lasted approximately four hours.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.